Event description:
It was reported by service report that both power cords were damaged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: loose power prongs and broken ground prongs on power cords.